Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site. The fse cleaned and lubricated the cup pick up assembly. He also cleaned the incubator wheel and incubator, and cleaned and lubricated cup pick up assembly. Adjusted alignment for incubator by 5 steps. Ran cup transfer test with no errors. Ran 10x tt3s with no errors. Incubator table has worn foam between cup positions. Pick up assembly may need to be replaced as movements are a bit rough. Found transport assembly jerks between cup drop off and pick up. Possible driver board or y-axis transport assembly. Customer decided to do not repair the analyzer as she is going to be getting rid of it. No further actions were required by field service. The probable cause of the reported event was unknown. Customer opted to stop repair/troubleshooting. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported having a cup jam issue in the incubator rotor assembly with their aia 600ii analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.